Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the cover plate was deformed, the bending angle in the down direction exceeded the standard value due to damage on the bending tube, the light guide bundle was broken, the scope cover was cracked, the light guide lens was cracked, and the bending section cover adhesive was worn. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the bending section cover adhesive of the colonovideoscope had a sharp edge and angulation was insufficient. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a whitish foreign material in the jet tube. The report is being submitted due to foreign material in the scope found during evaluation.